Manufacturer narrative:
The complaint on the ch2000s-c could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13981601 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The report stated that they have had two disconnections of a spiros to a primary tubing set. Both events were primed by the same employee, who validated how the connection was made. There was no patient harm. This emdr covers two occurrences of the same failure mode and the same lot number.